Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration (partial clip movement) appears to be due troubleshooting maneuvers to remove the leaflet from the second clip. The reported unexpected medical intervention was a result of case-specific circumstance as the second clip was freed and placed next to the reported clip to stabilize the clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. Procedure performed in accordance with instructions for use (IFU). Place the first clip (xtw) at a2/p2 lateral. Afterwards, while trying to place a second clip medial to the first, the valve leaflet got stuck in the gripper inside the left ventricle. During removal attempts, the first clip started to fluctuate. No worsening of mr was observed at this time. There were some findings that suggested single leaflet device attachment (slda), but there were also findings that the valve leaflets were grasped, so it was not completely an slda. The posterior mitral leaflet was partially detached. The second clip was attempted to move from the stuck valve leaflet. Resulting in a load that was placed on the first clip, which was in place, and it appeared that the valve leaflet was about to come off. Therefore, the second clip (xt) was freed and placed right next to the first clip (xtw)[medial]. The first clip's turbulence subsided and it was stabilized. No change in residual mr. The mr, which was originally massive, ended in moderate-severe. During the procedure, the patient became hypoxic and confirmed a septal shunt. The right to left shunt was confirmed even though the steerable guide catheter (sgc) was dislodged to the left atrium la. After sgc removal, the atrial septal defect (iasd) was closed and the procedure was completed.